Event description:
Additional information was received that reported the patient still had concerns about their implantable neurostimulator (ins). The patient did not think the device was working. If the patient turned the stimulation higher they "couldn't stand it" and at lower stimulation, the patient did not receive relief, even while taking bladder control medication. The ins batteries were "ok." It was also noted that the patient had recently moved and did not have a physician at their current location. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that since 2011, the patient had ''no control'' with the implantable neurostimulator. Following implant the patient's quality of life had significantly improved; however, since 2011 it was worse. There was no change in therapy after switching to other programs. The battery was "new" and the patient experienced shocking sensations when stimulation was turned up too high. The patient was back on oral medication but wanted to get off pills. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3889-28, lot # v094764, implanted (B)(6) 2008, explanted unk; programmer model unknown, serial # unknown.